Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the bolus listed on the event date (B)(6)2023 in the pump history file. (B)(6)2023 15:58:14.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.3 bolusamountdelivered = 6.3 please see below for the daily total of all insulin delivered on the event date (B)(6)2023. (B)(6)2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6)2023 00:00:00.000 dailytotalofallinsulindelivered = 54.3 dailytotalofbasalinsulindelivered = 48 dailytotalofbolusinsulindelivered = 6.3 there was no auto suspended alarm noted in the pump history file. There was no user suspended alarm noted on the event date (B)(6)2023 in the pump history file. Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6)2023 in the pump history file. (B)(6)2023 14:44:36.000 alarmalertnotification faultnumber = no delivery (7) (B)(6)2023 13:05:47.000 batteryremoved (B)(6)2023 13:05:47.000 alarmalertnotification faultnumber = battery removed (84) (B)(6)2023 13:06:06.000 batteryinserted (B)(6)2023 16:56:48.000 alarmalertnotification faultnumber = stuck key alarm (61) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No stuck key alarm, button error alarm or unresponsive buttons noted during testing. No damage noted on the keypad traces. The pump passed the keypad voltage test. No delivery (7) not confirmed. Stuck key alarm (61) not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Device test failed not confirmed. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added/corrected which was not included in the initial report. The information has been provided in section b2(required intervention to prevent permanent impairment/damage (devices)),b5,h6(health effect - clinical code, health effect - impact code) with this report.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 250 mg/dl and reported the insulin was moving slow when pushed insulin, pump was underdelivering. Troubleshooting was performed and found that the customer was treated with a manual injection, emergency room visit, insulin drip. The customer was reporting feeling sick/unwell, tired/weak, nausea, related to high blood glucose event. Customer was not tested for ketones. The pump was used within 48 hours and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.